Manufacturer narrative:
The unit failed displacement test (303.6 units left in the status screen) and motor error alarm during rewind due to motor encoder signal out of phase. Pump unable to perform the occlusion test, prime/ test and excessive no delivery test due to motor error alarm and pump failed displacement test. No vibration during self test due to faulty vibrator. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call the insulin pump had a motor anomaly. The customer¿s current blood glucose level was unknown at the time of the call. The customer reported the motor as abnormal. The customer was advised that the insulin pump will need to be replaced and returned.